Manufacturer narrative:
It is unknown if the device is available for evaluation. Argon will continue to request its return. A follow-up report will be provided once the device has been received and reviewed. H3 other text: placeholder.

Event description:
The device was functional in its firing mechanism however did not pull a core of the liver tissue the physician attempted twice and with no result opted to open a new device as to not put the patient at increased risk for bleeding.

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
It is unknown if the device is available for evaluation. Argon will continue to request its return. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The device was functional in its firing mechanism however did not pull a core of the liver tissue the physician attempted twice and with no result opted to open a new device as to not put the patient at increased risk for bleeding.